Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had loss of capture. It was found that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient had complained of chest pain for three days. A chest x-ray showed the dislodged lead. The patient is a participant in the adapt response clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.